Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the states he spoke with mdt rep on friday who indicated the pt will need his controller replaced. The caller states that starting on friday he was seeing passive recharge when attempting to charge his ins and caller states he went through passive charge 6-7 times over the weekend. Caller states he did passive charge probably 3 times on friday. The caller states he has removed his li battery several times as a troubleshooting measure but that has not resolved his issue. The caller noted seeing a prompt today randomly that indicated he needed to set the date and time--he bypassed this today. Agent had caller remove the li battery to get the model/sn and the caller then noted he felt stim stop abruptly when he removed the li battery--agent reviewed that if the ins was on, removing the li battery should not turn stim off. Agent asked if pt uses cycling and the caller confirmed yes and that the sensation he had when removing the li battery was similar or was actually related to cycling. The caller then went on to say that he didn't feel stimulation the entire weekend but did feel stim while on the phone. Agent asked and the caller indicated he did not turn his ins on this weekend. Agent reviewed with pt that generally we only see passive charge come up when the ins is depleted and so it is unclear why he wouldn't feel stim all weekend but now feels it. Agent reviewed based on the fact that he appears to be stuck in passive charge along with his stimulation allegation, the agent advised the caller consider working with rep to meet and assess the system. Agent did not elect to replace any components at this time. Agent noted the pt can consider trying passive charge 3-4 more times today to see if normal charging occurs.